Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report. Same pt as MDR.

Event description:
It was reported, doctor could not get nail to lock distal. Guide was not lining up. The doctor also did not like rubber coming off flex screwdriver.